Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # (B)(4), lot # zb101001. Foreign: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05730.

Event description:
It was reported that the plastic part of the modular posts have cracked, they have not been impacted or had any trauma to cause the crack and have been washed according the the washing instructions. No patient involvement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint was confirmed. Visual examination of the returned products found each one had a crack. The device history records were reviewed for deviations and/or anomalies with the following related anomalies/deviations identified: 3 pieces scrapped due to cracks. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.